Manufacturer narrative:
Patient weight unavailable from the site. Software investigation completed. Findings are that additional training, in using the system is required. A medtronic representative conducted training on the proper technique for acquiring images for navigation, on (B)(6) 2011, at the site.

Event description:
A medtronic representative reported that while in a spine procedure, the site was having difficult activating both ap and lateral images in synergy spine 1.7. He stated that the empty images was bright white but he was unable to see the un-activated empty image (what the dots looked like). The surgeon discontinued the use of the stealthstation s7 for navigation and completed the case successfully. There was no impact on the patient outcome.